Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: through the analyze of the photos sent by the customer, it is not possible to confirm the reported incident. For confirmation it will be necessary to analyze the samples. In order to confirm and investigate the root cause, it will be necessary to analyze defective samples. Furthermore, it was not possible to perform the DHR analysis of the complaint, as the batch number related to the incident was not informed. Thus, it is not possible to check maintenance records or quality notifications that could potentially be related to the incident. The production processes are validated according to the defined acceptance criteria. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that the needle partially detached from the bd solomed¿ syringe when injecting a vaccine, causing all the medication to leak out. This occurred 2 separate times during use. The following information was provided by the initial reporter, translated from portuguese to english: "during administration of the product, the plunger partially detached from the syringe, leading to a leakage of the entire liquid. There were two episodes, involved a single batch. Lost of the immunobiological at the moment of injecting it into the patient's arm, caused by the pression pushed to the plunger to injection of vaccine, followed by a partial detachment from the syringe with the needle."